Manufacturer narrative:
Date of event is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. Fsca number is pending.

Event description:
It was reported the patient could not exit MRI mode, but the issue was resolved through troubleshooting. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to activate therapy after an unrelated procedure was reported to abbott. The patient does not know if MRI mode was activated prior to the unrelated surgery but it was subsequently determined to have been enabled. A review of documentation supplied with the implant gives clear instruction on how to disable MRI mode and reactive therapy using the patient controller. Troubleshooting attempts successfully restored therapy. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI mode activated after the unrelated surgery. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
A patient unable to activate therapy after an unrelated procedure was reported to abbott. The patient does not know if MRI mode was activated prior to the unrelated surgery but it was subsequently determined to have been enabled. A review of documentation supplied with the implant gives clear instruction on how to disable MRI mode and reactive therapy using the patient controller. Troubleshooting attempts successfully restored therapy. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI mode activated after the unrelated surgery. As a result of this finding, abbott is performing further investigation.